Manufacturer narrative:
Literature citation: jones jh, brown a, moyse d, qi w, roy l. Survival analysis of occipital nerve stimulator leads placed under fluoroscopic guidance with and without ultrasonography. Pain physician. 2017;20(7):e1115-e1121. Issn: 2150-1149. Age: this value is the average age of the patients reported in the article as specific patients could not be identified. Date of event: please note this date is based off of the article¿s "accepted for publication" date as specific event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. The main component of the system from the first event; other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: asku. Device used for off label indication. The indication the device was used for was occipital neurostimulation. If information is provided in the future, a supplemental report will be issued.

Event description:
Abstract: this study assessed the survival rates and times of occipital neurostimulator (ons) leads placed with ultrasonography and fluoroscopy versus fluoroscopy alone. For explanted leads that were originally implanted with fluoroscopy alone, the mean lead survival time was 380.25 days (standard deviation 278.40 days). For explanted leads that were originally implanted with ultrasonography combined with fluoroscopy, the mean lead survival time was 236.45 days (standard deviation 200.90 days). The authors did not observe an effect to suggest that the incremental addition of ultrasound guidance to fluoroscopy as the intraoperative imaging modality used during the permanent implant of ons leads yields statistically significant differences in lead survival rate or time. It was concluded that medical comorbidities, including age and smoking status, may play a role in determining the risk of surgical revision and should be considered in future studies. Reported events: ten (10) leads were removed due to lead migration. It was noted the leads had initially been placed with fluoroscopy alone. The authors defined lead migration as either a sudden loss in neurostimulation efficacy or unpleasant stimulation of surrounding tissues coupled with objective measures, such as head x-ray or bedside ultrasound, when indicated. Two (2) leads were removed due to lead migration. It was noted the leads had initially been placed with ultrasonography and fluoroscopy. The authors defined lead migration as either a sudden loss in neurostimulation efficacy or unpleasant stimulation of surrounding t issues coupled with objective measures, such as head x-ray or bedside ultrasound, when indicated. Two (2) leads were removed due to muscle stimulation. It was noted the leads had initially been placed with ultrasonography and fluoroscopy. One (1) lead was removed due to lead malfunction. It was noted the lead had initially been placed with ultrasonography and fluoroscopy. No further complications were reported or anticipated.